Event description:
The customer reported that when the hospital lost power and the backup generators came on, the ventilator displayed a message indicating no backup battery with no alarm. The customer reported the ventilator was not in use on a patient, therefore there was no patient involvement or harm. Upon evaluation, the manufacturer's service technician reported the backup battery would not charge and was not functioning. Review of the device diagnostic log revealed that when the ventilator was powered on by the user, it displayed a message 'backup battery not connected', indicating to the user that the battery in place for backup power had a low capacity for use, followed by a code indicating a 24/+-12v/power fail occurrence. The service technician replaced the backup battery to address the findings. Applicable final testing was completed and tests passed to operating specifications.